Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the maryland bipolar forceps (mbf) instrument and has been evaluated by the failure analysis team. The reported event with the instrument could not be replicated nor confirmed. Manual inspection was performed and no issue was detected. Failure analysis could not verify the customer reported event. The mbf instrument was tested on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The mbf instrument passed energy delivery testing in various grip orientations and also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument will not articulate properly. The procedure was completed with no reported injury.